Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Current tracking indicates no adverse trend for this lot for this event. The returned sample was visually inspected and confirmed the green port of the cassette body cracked. The observed embrittlement on the port areas with fracture lines potentially could be related to some type of environmental stress cracking. We attempted to replicate the crack by hammering with a pin into the port with other samples but it did not fail in a brittle manner. The video shows liquid dripping from the cassette. The cassette is being held by someone's hand in the video and they are pointing out the liquid dripping from the cassette. The leak appears to be originating from the liquid infusion port. The root cause of the customer's complaint is potentially related to environmental stress cracking which would not have originated from the manufacturing process. The source of the leakage is from the infusion port on the cassette body. After an investigation of this complaint, it has determined that no further actions will be pursued at this time as the root cause is not known. No adverse trends have been observed associated with the reported product lot and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the cassette was leaked and there was a sudden interruption of water and gas in the infusion head during vitrectomy surgery. Increasing the posterior segment perfusion and adjusting the direction of the perfusion head could not solve the problem. The surgery was completed after replacing the product with new one. There was no patient harm.